Event description:
It was reported to (B)(6) orthopedics that a mcp distal component fractured in the patient post-op. No other information is available at this time. The broken implant has not yet been removed from the patient.

Manufacturer narrative:
A supplemental MDR will be filed when additional information about the event is received.